Manufacturer narrative:
(B)(4).

Event description:
It was reported via phone call that the auto mode was active on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on tuesday with blood glucose of 265 mg/dl. Customer was treated with short acting insulin in the hospital. Customer did not allege insulin pump was under delivering. Self test was performed and it was passed. The insulin pump will not be returned for analysis.